Event description:
A malfunction alarm, identified as malfunction code 12, occurred without any notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer experienced this malfunction multiple times and is scheduled to have the pump replaced, as it is still under warranty. While waiting for the replacement, the customer plans to continue using the same pump, and arrangements were made for the return of the defective pump with appropriate instructions provided by technical support.